Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 69.9cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. The tip is damaged. There are numerous hypotube kinks. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. Functional testing was carried out by attaching an inflation device filled with water to the complaint device, and inflating the device to rated burst pressure (rbp). The maverick 2 device inflated and held pressure for 5 minutes, without leaking. There was no evidence of any damage or irregularities contributing to the damage or reported event. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that balloon inflation failure occurred. The target lesion was located in a coronary artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation; however, the balloon failed to inflate. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.